Event description:
Customer reported the left monitor won't work, and the right monitor is dark. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitors. System operates as intended.